Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: in 2007. Inratio: 2.7, 3.3. Lab: 10.18, 9.76. Mean: 6.44, 6.53 confidence limits: cannot be determined, cannot be determined. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Patient was sent to the hospital for vitamin k intervention. This is adverse event. The strip lot ( 050557) provided by customer was expired on 8/31/2006. Retain strips were kept two months after expiration data. Retain strips were unavailable for testing. Products will be tested when returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: in 2007. Inratio 2.7. 3.3. Lab: 10.18, 9.76.